Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer opened a repair request for an issue of "it gives connection error and does not supply energy to electrode ". According to the report, customer reports that the problem occurred during a turp ( transurethral resection of the prostate) procedure. There was a delay of approximately 20 minutes due to cable replacement. At the end of the procedure, the error occurred again. The intended procedure was completed with the same equipment. According to the reporter, the delay in procedure is not such as to be considered clinically relevant. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the repair center found the foot missing, foot switch damaged, and a damaged component. The device passed all other functional tests except burn-in test 2 for a defective component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the defects were caused by general wear/tear/age and not caused by user error. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.